Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of non-sustained oversensing due to post-paced t-wave oversensing were noted on the device. No intervention has been conducted at this time but device reprogramming is anticipated at the patient's next follow up. The patient experienced no consequences and will continue to be monitored.